Manufacturer narrative:
The stc lane assembly was returned to the instrument service center and was confirmed to be damaged by visual inspection; the wire was pulled out of the home sensor and could not test the functionality.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse reproduced the complaint by performing sample treatment cup (stc) lane mixer operation in maintenance tool¿s function and found only mixing position 1 had an issue. Further troubleshooting, fse found broken wire in the stc lane chain. Fse resolved the complaint by replacing the stc lane and performed mechanical adjustments. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 30nov2021 through aware date 30dec2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (3061) stc lane mixing failure cause: the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the broken wire in the stc lane chain.

Event description:
A customer reported error message ¿3061 stc lane mixing failure¿ during a patient sample run on the aia-2000 analyzer. Prior to the call, the customer had restarted the analyzer and performed a software upload, and restarted the analyzer again, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.